Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. The receiver was opened, u1 pcba was detached and the receiver log was downloaded. The receiver log was reviewed, finding no errors. The complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined.